Event description:
It was reported that the patient was experiencing chest pain radiating throughout their arm while in post-op. Patient was taken to the hospital. The patient is now in stable condition. No further intervention is planned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.